Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
Patient was undergoing thrombectomy procedure for cerebral infarction. Penumbra 4max reperfusion catheter was deployed to the target region. The canister and filter were hooked up the penumbra aspiration pump and powered on. However, there was no negative pressure from the pump as if the filter system was idling. The operation continued with another pump canister set up. The physician suspected this was caused not by aeration, but by the filter system idling.